Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stent delivery treatment procedure, stent damage occurred. The 100% stenoses, totally occluded target lesion was located in the calcified and severely tortuous distal right coronary artery (rca). The lesion was pre-dilated with a 1.3x10mm non-bsc balloon. The 2.75x20mm taxus liberte stent delivery system (sds) was advanced, but could not cross the lesion. The physician attempted to use force and push the device, but the sds still would not cross. Upon removal of the sds, it was noted that the stent strut had lifted up. To complete the procedure, the physician deployed a 2.5x18mm non-bsc stent in the distal rca. No pt complications were reported and the pt's current condition is listed as "good".